Event description:
It was that during a 'colostoma back' procedure, when firing the stapler and afterwards doing leak test - there were insufficient staple formations on the back side of the rectal stump. Patient will have permanent stoma.

Manufacturer narrative:
(B)(4): anvil not returned. The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and with no staples present. The device was tested for functionality with a test washer, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional comments: clarify procedure? Patient had (before this procedure) underwent a laparoscopic rectal resection due to cancer recti. At this former procedure patient had a stoma which where meant to be "placed" back. Was the dissection difficult? Yes. Were there adhesions? A lot of adhesions - patient had between the two procedures a peritonitis. What is meant by insufficient staple formation? The staples on the back side was not fully closed. Describe staple formation? Some of the staples legs where pointed in different directions. What did the donuts look like. Don´t know? Was the patient on steriods? Don´t know. Why was the stoma placed initially? Due to a lap rectal resection - the procedure is when a anastomosis is done very low they place a stoma for a while.